Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> paroxysmal atrial fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot: 1885537. Device history review ==> the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella rp flex for mechanical circulatory support. The patient was brought to the cardiovascular operating room on (B)(6) 2025 for a right minithoracotomy with mitral valve repair and annuloplasty. The following day, the patient experienced right ventricular heart failure and then continued to decompensate overnight requiring additional vasoactive support. The decision was then made to place an impella rp flex. The impella rp flex was successfully placed, and support was initiated with no complications. On day 4 of support, the patient experienced atrial fibrillation with heart rate in the 120s beats per minute. It was noted that the medical team was considering treating the arrhythmia with amiodarone, however they were reluctant to treat the patient with it as the patient became hypotensive the previous time it was delivered. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.